Event description:
Following an atrial fibrillation ablation procedure, the patient was noted to be hypotensive, an echocardiogram was given, and a pericardial effusion was noted. The patient was administered fluids to elevate their blood pressure and then given norepinephrine to stabilize. Access was gained via transseptal technique and heparin was used during the procedure. During the cavotricuspid isthmus ablation, two steam pops were noted. Despite the issues, the procedure was completed. The perforation was mainly noted to be at the right ventricular inferior side of the heart. The power settings were at 40 watts and irrigation was at 30 ml/min. There were no performance issues with the abbott product.

Manufacturer narrative:
Additional information: b5, g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The event description indicated ablations were performed with rf power of 40w. Artmt100148257 ver. A tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and warns ¿too high rf power during ablation may lead to perforation caused by steam pop;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an atrial fibrillation ablation procedure, the patient was noted to be hypotensive, an echocardiogram was given, and a pericardial effusion was noted. The patient was administered fluids to elevate their blood pressure and then also given norepinephrine to stabilize. During the cavotricuspid isthmus ablation, two steam pops were noted. Despite the issues, the procedure was completed. There were no performance issues with the abbott product.